Event description:
Event 1 (redacted date) mfg: western code: oxytote mndr-600. "New tank came in with a psi reading of 0. Problem with tanks regulator showing incorrect psi reading code e10e. Tank was flagged and sent back to (B)(4)". Event 2 (redacted date) mfg: western code: oxytote mndr-603. "New tank came in with a psi reading of 2468. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to (B)(4)". Event 3 (redacted date) mfg: western code: oxytote mndr-602. "Tank found on intermediate care store room with psi reading of 2538. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to (B)(4)". Event 4 (redacted date) mfg: western code: oxytote mndr-601. "New tank came in with a psi reading of 2300. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to (B)(4)". Event 5 (redacted date) mfg: western code: oxytote mndr-600 "new tank came in with a psi reading of 8888 problem with tanks regulator showing incorrect psi reading tank was flagged and sent back to (B)(4)". Manufacturer response for oxytote, oxytote (per site reporter). Ongoing issue.